Event description:
Rn during PICC insertion after advancing catheter 2 inches met resistance. Rn repositioned introducer to side, then attempted to advance catheter, meeting resistance again. Also met resistance when attempting to with-draw the catheter. Rn withdrew catheter and introducer together discovering approx 1 1/2 -2" of catheter missing exposing end of guide wire.